Event description:
It was reported that while using the surgical fiber during a prostate procedure, a decrease in tissue vaporization efficiency was observed at 36,476 joules of use. The case was completed using a second fiber. Pt outcome: "no injury to the pt."

Manufacturer narrative:
Fiber analysis: the fiber cap remains intact and attached was found to be drilled through. Exhibited severe devitrification and burnt on detritus; melted shrink tubing at the fibers distal end was also observed. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduce tissue vaporization efficiency. The fiber issues may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.